Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Medtronic received information of a phrenic nerve injury (right hemidiaphragm). Post procedure sniff-testing revealed no movement of the right hemi-diaphragm. Anesthesia performed osculation of the lung fields with no evidence of wheezing and patient showed no signs of respiratory distress. No other actions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and showed that at least 13 injections were performed with the catheter without any system notice or issue.